Manufacturer narrative:
Suspect medical device, device manufacture date: reservoir, gtin # (B)(4), upn# 720185-01, batch/lot # 1000119971, mfg date 06/15/2018, exp date 06/14/2020.

Event description:
It was reported that the patient's ams700 inflatable penile prosthesis cylinders and pump were removed because the proximal cylinders were bulging due to oversized proximal cylinders and poor tissue quality. Ams700 18cm cylinders replaced the 21cm cylinders with good patient outcome.

Manufacturer narrative:
Suspect medical device, device manufacture date: reservoir gtin #: (B)(4); upn#: 720185-01; batch/lot #: 1000119971; mfg date: 06/15/2018; exp date: 06/14/2020. Device not returned for evaluation.

Event description:
It was reported that the patient's ams700 inflatable penile prosthesis cylinders and pump were removed because the proximal cylinders were bulging (herniation) due to oversized cylinders and poor tissue quality. Downsized ams700 18cm cylinders replaced the 21cm cylinders with good patient outcome.

Event description:
It was reported that the patient's ams700 inflatable penile prosthesis cylinders and pump were removed because the proximal cylinders were bulging (herniation) due to oversized cylinders and poor tissue quality. Downsized ams700 18cm cylinders replaced the 21cm cylinders with good patient outcome.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Suspect medical device, device manufacture date: reservoir: gtin #: (B)(4), upn#: 720185-01, batch/lot#: 1000119971, mfg date: 06/15/2018, exp date: 06/14/2020.